Event description:
A customer contacted stryker to report that their device would not lock to the back plate. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the support legs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.